Manufacturer narrative:
(B)(6) 2015 followup: customer reported that bg level has normalized (111 mg/dl) since using new insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level remained elevated (>600 mg/dl) with ketones. Customer attempted changing out the cartridges and infusion set tubing to help resolve the issue. Customer received unspecified treatment during two emergency room visits. Customer reported administering manual insulin injections corrections for treatment. System check was performed with tandem technical support and insulin observed to be gelled. Reportedly, insulin vial had been in use for one week. Customer stated that health care provider would be contacted to obtain a new prescription for insulin.